Event description:
Event became reportable based on investigation approved on 30-jun-2006. It was reported that during a pci procedure, the physician experienced difficulty with a taxus liberte' paclitaxel-eluting coronary stent system crossing the lesion. The lesion being treated was in the left anterior descending (lad) coroanry artery. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as 'satisfactory and good'. This product is approved ous only, but is similar to a device marketed in the us.

Manufacturer narrative:
Device analysis confirmed the reported complaint. From the condition of the returned device it is evident that the physician experienced some difficulties, during the procedure. Examination of the stent found that it was kinked approximately 5mm proximal to the proximal edge of the distal markerband. The damage present is consistent with the reported complaint. There are a number of complex factors effecting deliverability, for example, lesion type, anatomical tortuosity, pre-technique etc. All of these factors must also be considered, when investigating a complaint of this nature. If unusual resistance is felt at any time during lesion access before stent implanation, the stent system and guiding catheter should be removed as excessive force during withdrawal can potentially result in device damage. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications at the time of its release ot distribution. The root cause of the reported complaint cannot be conclusively determined.